Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. No abnormalities that could have contributed to this event were found during the device history records (DHR) review and the product was released according to company acceptance criteria. Review of the logfiles for the day of treatment shows during start up calibration checks were performed without any issue. The logfile shows the user performed additional treatments without any deviation or abnormality. The reported treatment shows no abnormalities and also during the complete day no deviation or abnormalities can be identified. System history shows that the laser was verified successfully prior to and after the date of event. A root cause could not be identified conclusively. (B)(4)

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a case of rainbow glare of the right eye at six days post lasik treatment. Additional information has been requested.